Event description:
The reported called on behalf of the patient alleging that the meter displayed an error 4 message. Thepatient did not experience any symptoms at the time of testing. There is conflicting information on whether the patient received any treatment. The test strips were in good condition and the technique of applying blood on the test strip was correct. Custimer service had the patient retest and the error 4 message appeared. This issue was not resolved via troubleshooting. Customer services sent the patient a replacement meter.